Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.